Manufacturer narrative:
(B)(4). The chipboard box and the foil pouch were returned for analysis. The reported device marking issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that a mix-up occurred at the hospital. The noted damage to the box likely occurred during packing for returned analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use in a procedure the 3.25 x 12 mm trek balloon dilatation catheter (bdc) was found to be inside the box of a nc trek bdc. The device was not used; there was no patient involved. No additional information was provided.

Manufacturer narrative:
(B)(4). The chipboard box and the foil pouch were returned for analysis. The reported device marking issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that a mix-up occurred at the hospital. The noted damage to the box likely occurred during packing for returned analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.